Event description:
Reporter stated that customer received the following results on the aviva nano system within 1 minute: 20.6 mmol/l and 8.0 mmol/l. The customer took 3 units of humalog insulin based on the result of 8.0 mmol/l. No adverse event reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).